Event description:
It was reported to philips that the device's ac power supply led was not functioning and the device displayed a ready for use indicator rfu red "x". There is no patient involvement.